Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse was unable to reproduce the reported failure. The iabp passed all functional tests and we returned to the customer for use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has auto fill failure. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.